Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump got alarm and buttons were not working. Customer¿s blood glucose was 274mg/dl. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.